Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: provided/attached image is dated (B)(6) 2012, i.e. Date of filter placement; the filter appears severely tilted, but may still have been possible to adjust. No sign of ivc perforation. On image dated (B)(6) 2012, the filter is still severely tilted, but still no sign of ivc perforation. Due to the tilt filter retrieval may be difficult if filter hook is embedded in ivc. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: ivc filter placement for procedure of colon cancer was performed on (B)(6) 2012. On (B)(6) 2012, the physician attempted to remove the stent, but it was not succeeded. Confirmatory angiography revealed ivc perforation. The filter is to be placed in perpetuity although it was planned to be removed. No clinical issue was observed. Patient outcome: the patient did not experience any adverse effects due to this occurrence.